Event description:
It was reported that trials broke upon trialing. No injury reported. Is unknown if a delay occurred or if a backup device was available.

Manufacturer narrative:
A visual inspection of the returned devices confirmed the stated failure mode. One of the trials fractured in half and both pieces were returned. One of the rails fractured off of the other trial and was not returned. Both trials were damaged with many nicks and gouges in surface, particularly around the fracture sites. The devices were manufactured in 2008 and 2011 and exhibit signs of extensive wear/usage. A review of complaint history did not reveal additional complaints for the listed batches for the same failure mode. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. We will continue to monitor for future complaints and investigate as necessary.